Event description:
It was reported that during a cartridge change, the insulin cartridge cracked inside the pump, after which the user removed the broken pieces, rewound, and installed a new cartridge, but the infusion set connector became difficult to twist on and could not be removed without risking damage. Symptoms included no reported adverse clinical effects. Outcomes included no alarms and no hospitalization. Investigation included remote troubleshooting and assessment of the pump and connector interface. Investigation of this case revealed a suspected obstruction or damage at the connector interface consistent with foreign material in the threading, potentially from broken cartridge fragments, leading to a mechanical jam of the connector. It was concluded, based on previously established findings for similar reports, that the cause was mechanical interference at the connector interface due to foreign material or damage.